Manufacturer narrative:
Note: 2024-03-05: resubmitting report in production environment. Kindly see attachment.

Event description:
The customer reported to umano representative that the nurse call signal is not sent from the bed to the nurse call system as supposed to be. There was no patient involvement.